Event description:
I twas reported that the intra-aortic balloon (iab) was inserted in 2008, using a sheath. At 23:00 the following day, the helium gas cylinder was exchanged. At 1:30 the next day, the high pressure alarm frequently rang and the helium gas cylinder became empty inside. After the event, the helium gas cylinder was exchanged. At 2:00 on the same day, the patient suffered cardiac arrest, so they tried to restore the patient to consciousness. At 3:40 on the same day, the patient was restored. At 5:00 in the same month, the high pressure alarm rang frequently until the catheter was removed. It was suspected that the high pressure alarm was cause by a kink or block in the catheter. Another iab was not inserted as iab pump therapy was no longer needed.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.